Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, observed back haptic kinked when being loaded. There was no patient contact. Additional information has been requested, yet no new information received.

Manufacturer narrative:
Additional information provided in a.1, a.2, a.3.a, b.3., b.5. And d.10. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received that the surgery completed same day with replacement lens.